Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed that foreign material remained in the device. However, the type of the material or the root cause could not be identified. The legal manufacturer was unable to confirm whether the customer¿s reprocessing steps deviated from the instructions for use. We could confirm the adhesion and clogging of the material on the light guide lens, but we could not identify the material. The event can be detection/prevented by following the instructions for use which state: IFU states that detection method in gif-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited light guide lens has foreign material attached outside of the lens. There were no reports of patient involvement.